Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "will not restart after downstream occlusion" was confirmed and reproduced. This condition was caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported a spectrum pump would not restart after a downstream occlusion alarm. It was also reported there was no patient injury.